Manufacturer narrative:
The device was evaluated, and the reported issue was confirmed. The bending angle was insufficient due to the elongation of the angle wire. The tip cover was deformed due to external factors. The play of the angle knob was out of the normal state due to the elongation of the angle wire. The insertion tube cover and bending section cover were scratched due to external factors. The bending section cover adhesive was missing. The water tightness of the operation unit cover was not maintained. The paint on the suction cylinder was peeled off. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the olympus representative, the evis lucera elite colonovideoscope had reduced angulation. The angle was down. No patient harm reported. During the evaluation of the device, it was noted an e315 electrical continuity error (no image) occurred due to water invasion in the scope connector. This report is to capture the e315 electrical continuity error (no image) occurred due to water invasion in the scope connector noted at estimation.

Manufacturer narrative:
(B)(4). This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed the error code e315 - electrical continuity error (no image). A definitive root cause for this issue was not established. However, it is probable that the issue occurred because the internal board of the endoscope connector was damaged by fluid invasion. It was thought that a leak from the cover of the control section led to the fluid invasion. It is also possible that water may have invaded from the venting connector. The leaks likely resulted from irregular loads. For example, the control section may have contacted an external object which impacted the device¿s watertightness. The following are likely sources and situations that led to the water invasion. 1- water invaded with the eog cap attached. 2- the coiled tube was attached to the scope underwater. 3- a strong water pressure flow hit the check valve of the venting connector directly. 4- while the device was immersed, a load was applied to release the check valve of the venting connector with a brush or something similar. 5- the device was exposed to water droplets from the connection to the venting connector. During reprocessing, water likely entered the tube from a damaged water leak test air tube. This was likely due to an improper connection. Olympus will continue to monitor field performance for this device.